Event description:
It was reported that the procedure was to treat a patient with 2 vessel disease. There was an 80% stenosis in the distal circumflex (cx) and 80% stenosis in the proximal right coronary artery (rca). The cx lesion was pre-dilated with a 2.5 x 15 mm non-abbott balloon, reducing the stenosis to 0%. A 2.5 x 18 mm implant was deployed in the proximal cx with good result. The rca was pre-dilated with a 2.5 x 15 mm non-abbott balloon, with a residual stenosis of 0%. Two implants (2.5 x 18 mm at 14 atm for 45 sec) were proximally and medial implanted in the rca. The final angiogram outcome was good. One hour post-procedure the patient experienced angina pectoris and st-segment elevation. An acute thrombosis occurred in the implant in the proximal cx. Both implants placed in the rca still were open. It was quite challenging to cross the acute occlusion in the cx implant. Several devices failed to cross. A cross-it 300 guide wire was successful, but after placement, bradycardia occurred and suddenly also ventricular fibrillation. The guide wire was removed and the patient was reanimated (2 minutes) and defibrillated. In the end a combination of a non-abbott gw was placed in the vessel and a microcatheter allowed the treatment of the thrombosis. Several dilatations were performed with non-abbott balloons followed by placement of a 3.0 x 38 mm xience prime stent in the proximal cx. Two non-abbott drug eluting stents were implanted in the distal cx with good final angiographic results. The patient is now stable. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of bradycardia, cardiac arrest and ventricular fibrillation, are known observed and potential adverse events and potential no-fault procedural complications. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.